Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent, asymptomatic patient presented in the clinic after receiving a vibratory alert. Upon device interrogation, the right ventricular lead exhibited an increase in capture thresholds and a decrease in pacing impedance and sensing. The lead was capped and replaced. The patient's condition was stable.